Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was found that the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous kinks. There was a hypotube separation 44.1cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was found that the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.